Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced intermittent high blood glucose readings up to the 300s and later hypoglycemia after announcing meals to correct highs, and the user inquired about performing a factory reset. Symptoms included hyperglycemia and hypoglycemia, with reported lows into the 40s. Outcomes included self-management without medical intervention or third-party assistance. Investigation included product technical support review and user education on appropriate use, including advising the user not to use meal announcements as a correction method and to wait for the low alert before treating with up to 15 grams of carbohydrates. Investigation of this case revealed use error related to therapy management decisions, specifically announcing meals to correct hyperglycemia and treating at a blood glucose of 80 mg/dl. It was concluded that the device functioned as designed and that the events were attributable to user technique and therapy management choices.